Event description:
It was reported that the lead was oversensing and a patient alert occurred. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analysis found no anomalies. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, and the lead had apparent explant damage. It was also noted that only visual analysis was performed.